Event description:
Hemicolectomy surgery in progress, doctor placed the stapler on the bowel and the device locked up and did not fire the staples. The stapler was removed and replaced with a new stapler, which worked perfectly.